Manufacturer narrative:
Approximate age of device: 2 months. The patient's admittance on (B)(6) 2018 is reported under manufacturer report number 2916596-2019-00421. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was readmitted on (B)(6) 2018 for gastrointestinal bleeding. Per the account, the patient was scoped both admissions and discharged on (B)(6) 2018. Upon discharge, the account stated the patient was doing fine. Additional information regarding treatment and diagnostic test results was requested but has yet to be responded to.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.